Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Analysis was unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Analysis was unable to confirm failed battery test alarm due to blank display. The insulin pump was received without belt clip unable to confirm damage. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and cracked case. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer reported that the display was blank. The customer's blood glucose was 297 mg/dl at the time of incident. The customer stated that the failed battery test alarm recurred even with the replacement battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.